Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 55mm aneurysm and unknown length dissection. It was reported that during the index procedure an endoleak was noted in the distal region of the stent graft. Final angiography also showed the endoleak. It was deemed to be a type IV endoleak and the procedure was completed. The endoleak was then considered to be a type iii endoleak from a CT approximately one week later. It was reported that there was no increase in aneurysm diameter and no intervention is currently planned. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information film evaluation summary: the exact cause and source of the endoleak seen at implant (reported as a type IV) and also noted 7 days post-implant (reported as a type iii) could not be determined from the limited still films provided. Images during implant of the valiant, including angiography/cine images showing the endoleak which may have included possible endoleak interrogation, were not available for review, and complete post-implant CT¿s were also provided. It is possible that the endoleak seen at implant was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. It is possible that the endoleak confirmed in the still films returned from 7 days post-implant may have been from the same type IV seen at implant that had not resolved. A type iiia junctional endoleak seems less likely as there appeared to be sufficient component overlap. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. However, the source of the endoleak appeared to be located where there was an acute expansion of the valiant stents exiting the overlapping junction due to component oversizing, with a resulting diameter expansion from ~25 to 32mm. Although it is possible that this may have been a type iiib fabric endoleak, this appears more likely to have been a type IV endoleak that may have been exacerbated by fabric stretching resulting from the acute stent expansion. If information is provided in the future, a supplemental report will be issued.

Event description:
The valiant captivia, stent graft was implanted to treat a type ib endoleak in a 23mm non-mdt open stent graft that was previously implanted. It was reported, as per the physician, that the cause of the event was due to the large difference in size between the 23mm non-mdt open stent graft and the 34mm valiant captivia stent graft. It was suspected this may have damaged the stent graft fabric of the valiant stent graft and the thread used to the sew the stent may have expanded.